Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with 3 unspecified lots of bd vacutainer® serum blood collection tubes the stopper had a loose closure. The following information was provided by the initial reporter: multiple lot numbers and different tube types in the last week we have had three red top serum tubes and a blue top sodium citrate all arrive at the analyzer with the bungs still present in the tube. Tube decapper supplier doesn't feel that it is an issue with their decapper and has done quite a lot of work optimizing the system.

Event description:
It was reported that during use with 3 unspecified lots of bd vacutainer® serum blood collection tubes the stopper had a loose closure. The following information was provided by the initial reporter: multiple lot numbers and different tube types in the last week we have had three red top serum tubes and a blue top sodium citrate all arrive at the analyzer with the bungs still present in the tube. Tube decapper supplier doesn't feel that it is an issue with their decapper and has done quite a lot of work optimizing the system.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.